Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's glucose reached 24.8 mmol/l (446.4 mg/dl) while wearing the pod longer than 48 hours on the leg. Upon removal, it was noticed that the cannula was not properly inserted into the skin. Hyperglycemia treated with bolus corrections.